Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. It was reported that the valve was leaking on the vizigo sheath. The sheath was replaced, and the issue resolved. Case continued. It was unknown if the hemostasis valve (gasket) dislodged inside the hub, but it did not dislodge outside the hub. It was also unknown if the brim cap/hub detached from the sheath. No available picture. The sheath was used on the patient. Air did not enter the patient¿s body. No patient consequences. No treatment required. The approximate volume of blood that was lost was unknown. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab had received the product for evaluation. The product investigation was subsequently completed. Device evaluation details: visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. The returned sample was connected to a syringe with water and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record evaluation was performed for finished device number 00002051, and no internal action related to the complaint was found during the review. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).